Event description:
It was reported while testing for sars-cov-2 12 false positive results were obtained. Confirmatory pcr testing performed and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer has 12 patient results tested on the bd max cov-2 assay that they are alleging are false positives/discrepant results compared to another in house pcr test.

Manufacturer narrative:
H6: investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) lots 0290222 and 0302991 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lots 0290222 and 0302991 were manufactured according to specifications and met performance requirements. Customer reports discrepant /alleged false positive results between the bd sars-cov-2 assay and another pcr test. Customer had 12 patients that tested positive on the bd assay (n1) which tested negative with their in-house reference assay (taqman pcr test), over a span of two weeks. The same sample (in uvt transport media) was used for the initial and repeat test. Customer provided instruments databases and log files from ct1699 and ct2003 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted across the twelve patients samples involved in the suspected discrepant results. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Examination of the pcr curves revealed four different patterns. The first pattern observed, obtained for one sample (ct1699, run3137/b02), shows a real strong amplification for n1 and n2 targets with strong rnasep amplification, which is characteristic of true amplification. The second pattern, obtained for four samples (ct1699: run3164/b03 & b04, ct2003: run686/b05 and run688/a05), show real but weak amplifications for n1/n2 targets (late CT values), combined with weak rnasep amplification, which may be indicative of inhibitory substances present in the samples. The third pattern observed, obtained for one sample (ct2003, run686/b08) shows multiple pcr curve dislocations which is attributed to an isolated event and no product issue was suspected. The last pattern observed, obtained for six samples (ct1699: run3123/b08, run3127/a09, run3162/b12, run3169/b07, ct2003: run686/b02 and run737/a06) show real but weak amplification for n1/n2 targets (late CT values), combined with strong rnasep amplification, which is characteristic of low but true positive samples. Such low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, the database analysis show that the same pcr cartridge was often used over several runs. This may increase the risks of contamination and customer must thus ensure proper workflow and handling procedures. The complaint text also states that all positive samples are retested with an alternative in house pcr method which may not have the same target genes than bd sars-cov-2 reagents for bd max¿ system kits. Since limits of detection and specificity can vary between different assays, and different tests, bd was unable to confirm the exact cause of the customer discrepant resultsbut, based on the investigation, no reagent issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lots 0290222 and 0302991. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
Eua# (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 0290222. Medical device expiration date: 2021-05-28. Device manufacture date: 2020-10-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing for sars-cov-2 12 false positive results were obtained. Confirmatory pcr testing performed and the results were negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer has 12 patient results tested on the bd max cov-2 assay that they are alleging are false positives/discrepant results compared to another in house pcr test.